Manufacturer narrative:
This report is submitted on may 16, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic the patient experienced a dislodged magnet following an MRI (tesla unknown). Surgery to replace the magnet has been completed (date not reported).